Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was implanted and therefore not available for return and investigation by the manufacturer. However, the two web detachers were returned to the manufacturer for evaluation. The investigation is ongoing and upon completion of the investigation, a supplemental MDR will be submitted.

Event description:
As reported: after the physician positioned the web, the physician tried to detach it multiple times and tried to manipulate the device to make sure all tension was released, but no success. The second detacher that the physician used worked after a couple of attempts and a bit of manipulation and the web was successfully deployed. The two detachers got mixed up at the end of procedure. The patient is well. The web was successfully deployed and the patient was discharged with no issues relating to the procedure.

Manufacturer narrative:
Two wdc-2 controllers were returned for evaluation; the web device was not returned. The investigation of the returned controllers found the battery voltage, board voltage, and timing to be within specification. The light and audio sequences functioned normally. The investigation of the returned controllers did not find any damage or other anomaly that would have caused or contributed to the reported complaint. Without the return and physical evaluation of the web device, the investigation cannot determine if a condition existed that would have caused or contributed to the reported event.

Event description:
As reported: after the physician positioned the web, the physician tried to detach it multiple times and tried to manipulate the device to make sure all tension was released, but no success. The second detacher that the physician used worked after a couple of attempts and a bit of manipulation and the web was successfully deployed. The two detachers got mixed up at the end of procedure. The patient is well. The web was successfully deployed and the patient was discharged with no issues relating to the procedure.